Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump history was missing while the pump was being used. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.